Event description:
During the implantation procedure, the implanted lead connector pin could not be inserted properly inside the pacemaker port of the pacemaker involved in the MDR report # 9610579-2010-00226 (B) (4); in addition, a high lead impedance was measured (>3000 ohm). Therefore, the physician decided to take another rhapsody s unit - (B) (4) (pacemaker involved in this MDR report). However, he had the same difficulties with the new rhapsody and implanted, finally, a pacemaker from another brand.

Manufacturer narrative:
(B) (4), this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony/rhapsody pacemaker models approved under p950029. (B) (4). Conclusion: in response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4). Conclusion: the pacemaker operation was correct and within specifications when returned: electrical characteristics are within specifications. The reported event could be reproduced during analysis only when the setscrew was tightened. The device is retained in the returned product storage area.